Event description:
A customer contacted beckman coulter inc. (Bec) to report that they obtained non-reproducible troponin (accutni) results, both within the risk stratification range and within the normal reference range, on seven (7) patients, involving the unicel dxc 600i synchron access clinical system. None of the affected patient results were above the acute myocardial infarction (ami) cut-off. Upon repeat analysis on this instrument and/or the laboratory's alternate analyzer, results within the normal reference range for accutni were obtained. The affected patient results were released from the laboratory; however, the customer is unsure if there was any change to, or impact on, patient treatment in response to the erroneously elevated accutni results.

Manufacturer narrative:
Customer supplied qc data from (B)(6) 2012, which showed the low level qc was out of range high when initially run and upon repeat on the date of event. The low level qc recovered in range when the new vial of qc was used. Some values for level 2 and level 3 qc resulted with "qc out of range high" flags/results in the days leading up to the date of event. All other qc results were found to be within the laboratory's established ranges. The supplied accutni calibration results, from (B)(4) 2012, passed within range. A routine system check performed on (B)(4) 2012, passed within instrument's specifications. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012, to verify hardware performance in response to this event. The fse ran replicates of buffer and three levels of qc; per the fse, all results and precision were acceptable. The fse noted fliers when a high sensitivity system check was performed. A large build-up of dried wash buffer was noted on the first mixer pulley. The belt tension and white guides were adjusted as an incubator jam was noted by the fse. The incubator drive motor was missing a step and was isolated to a defective driver chip on stepper motor driver board. The board was replaced, belt was calibrated, and the exerciser was run without error. As the system was primed, a large amount of degassing on the first down stroke of the wash pump piston was noted by the fse; as a result, the wash pump was rebuilt. Broken slugs of substrate were found in the probe tubing, so substrate probe was replaced. A high sensitivity system check was found to be passing following service and the customer ran 3 levels of qc; all levels of qc were found to be performing within customer's established ranges. A hardware malfunction is the likely cause of this event. Per fse, the large build-up of dried wash buffer would have been enough to cause splashing within the reaction vessel (rv), which may have contributed to poor washing and/or incomplete aspiration of the unbound analyte leading to dose over-recovery in the accutni assay.